Event description:
Customer complained of discrepant results between coaguchek xs plus meter uq0055630 and a lab using an unknown reagent. At 11:02 am, customer tested patient 1 by fingerstick on the meter and the result was 3.6 inr. At 11:59 am, patient 1 had a lab test and the result was 2.0 inr. At 1:14 pm, customer tested patient 2 (male, (B)(6)) by fingerstick on the meter and the result was 5.7 inr. At 1:30 pm, patient 2 had a lab draw and the result was 4.2 inr. At 1:42 pm, customer tested patient 3 (male (B)(6)) by fingerstick on the meter and the result was 3.1 inr. Patient 3 had a lab test within 7 hours and the result was 2.3 inr. Patient 1 has a therapeutic range of 2.0-3.0 inr. Patient 2 has a therapeutic range of 2.5-3.5 inr. Patient 3 has a therapeutic range of 2.0-3.0 inr. Patients do not have antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no illness or new medications, no diet changes, no symptoms of bleeding or bruising and their hematocrits are within the range for the test. There was no allegation of an adverse event. Corresponding retention test strips (322642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.